Manufacturer narrative:
Further investigation was performed by the engineers at the manufacturing site. A product risk assessment was performed. Additionally, visual and inflation inspection are performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon has ruptured and separated from the catheter. The balloon was retrieved from the artery using another catheter. There was no allegation of patient injury reported. Patient demographics were not available. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issue was confirmed. As received, balloon latex was pulled out from under proximal windings. Proximal winding was removed, no balloon material was noticed. Balloon latex and distal windings were not returned. No other visible damage was observed from catheter. Two suspected lot numbers 63720549 and 63797633 were provided. The manufacturing records were reviewed for both lots and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. According to the instructions for use (IFU), "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.)". An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.